Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2013 due to fracture of the polyethylene acetabular liner. The acetabular shell and modular head were noted to have been articulating on one another. The acetabular cup, liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the fracture occurred above the ring groove of the locking mechanism. The liner deformed into an ellipse due to the loading. The rim opposite the fracture was deformed and showed evidence of wear. Deformation of the locking tabs was noted; the deformation and wear in these regions suggest that there was contact between the rim of the liner and the femoral stem. It is unknown if this occurred before or after fracture. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." And "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00287 / 00289).